Manufacturer narrative:
Initial and final MDR 1921212 - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off during use events on 09-may-2024. No further information available.